Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sdr303b implantable pulse generator (ipg) implanted: 2002-(B)(6), product ID 5076-52 implantable pacing lead implanted: 2002-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: a distal portion was received measuring 49.5 cm. Analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that patient was experiencing dizziness and had a holter monitor placed which showed pauses and loss of capture. The output was increased at that time. The right ventricular (rv) lead showed an apparent conductor fracture as evidenced by increased bipolar impedance with over-sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.